Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection of vancomycin (2 milligram, once a week, route and duration not reported) and injection of fortum (1 gram, every day for seven days, route not reported).the patient was recovered from this event and reported as doing well. It was not reported if the patient was retrained on the proper aseptic technique. Concomitant medical products: dianeal pd2 2.5% and dianeal pd2 4.25% (previously reported as pd4). (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of the event was not reported. Treatment and the patient outcome were not reported. No further information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.